Manufacturer narrative:
Section b5 has been updated to include additional information. Section b3 has been updated to include the event date. Section d4 has been updated to include the lot number and UDI-pi information. Section e1: initial reporter address has been updated. Section h6: clinical code and impact code updated.

Event description:
The customer reported that unfortunately, they have been using this product on an individual who has cancer, is receiving chemo and immunocompromised and was recently hospitalized for infection. Additional information provided by the customer and stated that the patient began using webcol wipes on march 7, 2026. On march 16, 2026, the patient developed symptoms of neutropenic fever and was hospitalized due to an enterococcus faecalis infection. During hospitalization, the patient received ampicillin.the patient's current chemotherapy regimen includes carboplatin and etoposide, and the patient is currently immunocompromised.other medications the patient is currently taking are: skyrizi, doxazosin mesylate, famotidine, carvedilol, low-dose aspirin, acyclovir, amlodipine desylate. The patient has known allergies to ibuprofen and iodinated contrast media.

Manufacturer narrative:
A non-conformance record review for the reported lot number was conducted. All in-process and final acceptance inspections were performed in accordance with established procedures. Inspection results were within acceptable limits, and no manufacturing or inspection anomalies related to the reported issue were identified. Samples were provided for evaluation, but the reported issue could not be observed at this time. However, a corrective and preventive action has been initiated to further investigate the reported issue. We will continue to monitor and take additional actions, as applicable.

Event description:
The customer reported that unfortunately, they have been using this product on an individual who has cancer, is receiving chemo and immunocompromised and was recently hospitalized for infection.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.